Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 22 mg/dl. Reportedly, the customer had recent changes in stress and work routine and insulin needs reduced; however did not make any changes to insulin pump settings. Bg was treated via consumption of carbohydrates. Reportedly, customer left the ER 5 hours later with customer in stable condition (bg 140 mg/dl). Reportedly, the customer consulted with healthcare provider regarding basal rate settings.